Manufacturer narrative:
It was stated that when the system was tilted to vertical position the tabletop crashed into the floor. The investigation of the provided pictures showed that the chain tensioner broke at one position which caused the chain to become loose and the potentiometer for the tabletop longitudinal movement became disengaged from the chain drive. This affects also the physical connection of the toothed wheel at the potentiometer to the chain. If the potentiometer is not connected correctly to the chain no correct position value will be transferred to the controller and to the collision calculation. Thus, it was possible that the position given by the potentiometer was changed and consequently the value indicated a wrong position of the tabletop. Therefore, movement limitations were not activated by the collision calculation, and it was possible to drive into the floor. The analysis of the available log files showed that on the day before, the error code 3074/32 was displayed as error message several times on the user interface. This error code states that the position data is wrong. In this case it indicates that the chain tensioner was already defective. Despite these error messages the operator continued to use the system. It was identified in the log files that the operator reset the error message every time by rebooting the system. Finally, the table was driven into the floor. The system at the customer site was already repaired by the service organization with replacement of the defective parts and all necessary adjustments. The system was tested afterwards without any deviations. Shs internal post market surveillance does not indicate a general problem with spare part. The maintenance protocols of the last four years were checked. No deficiencies of the system were found. No general problem is known.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A follow-up report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while using the axiom luminos drf. The user stated that the patient table crashed into the floor (tabletop at full foot end extension) while the user was tilting the system to vertical position. There were no persons in the room during the event and no injuries occurred. Only the floor was damaged. Siemens has requested additional information in order to investigate the reported event.